Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Surgeon reported the patient had reported instability and pain 'during lift off part of gait'. The original prosthesis were stryker hip implants. The surgeon reported that he believed the cup was loose suspected the stem had subsided. The patient had a revision surgery. The surgeon removed the stryker ceramic head. He trialled various bioball and head trials with the original cup still in situ. The surgeon then used the biomet xplant to remove the stryker cup and liner. He reamed with a 54 reamer, 55 reamer, 56 reamer, 57 reamer; trialled a 57cup; reamed with the 57mm reamer again; and used a definitive 58mm hemispherical trident cluster cup. The surgeon then trialled a 32 0 degree liner with a trial bioball and 32 trial head; then trialled a 36 10 degree liner with the same trial bioball and 36 head trial. The surgeon then implanted the definitive 36 10 degree liner, bioball and 36 head.

Manufacturer narrative:
An event regarding loosening involving an tritanium shell was reported. Shell loosening was confirmed following review by a clinical consultant. Method & results: -device evaluation and results: visual inspection: the shell was returned assembled with the liner and ceramic head. The tritanium shell was visually unremarkable. -medical records received and evaluation: a review by a clinical consultant noted: the stem has adequate size and position but there are some radiolucent lines around the proximal stem body while the stem may have subsided a few millimetres although no previous x-rays are available for comparison. The cup has adequate size and position with radiolucent lines all around the cup without clear signs for migration. A CT-scan of the femur does not really confirm stem loosening, distal fixation is present as far as visible with a ¿tight¿ distal stem in the femur. The fact of cup loosening is clear from the x-rays with substantial radiolucent lines around the entire cup. This cup quite likely never acquired bony fixation. Also the stem had some suggestion for radiolucent lines around the proximal stem section but this was not confirmed on CT-scan. Given radiological appearance of a very tight distal stem section, it appears the stem was still well fixed by distal fixation and as such was also found stable during revision and consequently retained. The reason for cup loosening is not directly evident from the available info. Cup position appears adequate regarding inclination and anteversion and as such no overload condition due to malposition is suspected -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a review by a clinical consultant concluded: a clear and certain cause for the failure of tritanium cup fixation with radiolucent line formation at less than 4-years post implantation cannot be provided as based upon current information although some patient-related bone disease is suspected. It is very well possible that the lower degree of biocompatibility of non ha-coated tritanium has played a role in the failure scenario. No further investigation is required at this time. If further information becomes available this investigation will be re-opened.

Event description:
Surgeon reported the patient had reported instability and pain 'during lift off part of gait'. The original prosthesis were stryker hip implants. The surgeon reported that he believed the cup was loose suspected the stem had subsided. The patient had a revision surgery. The surgeon removed the stryker ceramic head. He trialled various bioball and head trials with the original cup still in situ. The surgeon then used the biomet xplant to remove the stryker cup and liner. He reamed with a 54 reamer, 55 reamer, 56 reamer, 57 reamer; trialled a 57cup; reamed with the 57mm reamer again; and used a definitive 58mm hemispherical trident cluster cup. The surgeon then trialled a 32 0 degree liner with a trial bioball and 32 trial head; then trialled a 36 10 degree liner with the same trial bioball and 36 head trial. The surgeon then implanted the definitive 36 10 degree liner, bioball and 36 head.